Event description:
It was reported the device was used during a laparoscopic cholecystectomy. It was reported the clips would not feed into the jaw properly. Another device was opened to complete the case. There was no pt consequence.